Event description:
Does not function well. The operation for mid-third facial trauma was performed with the matrix midface. During the operation, at the stage of plating the doctor tried to insert the screw after drilling. However, the bone and the screw were not setting with each plating that the doctor had tried to insert the screw after drilling. The bone and the screw were not set with each other, so the screw was extracted. They tried to fix it using an emergency screw but it was not able to be done well. Therefore, it was fixed with the product of the other company, which was kept by the hospital. This is 4 of 6 reports for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. The measurable dimensions of the complained devices were checked and found to be in compliance with the technical drawings and specification. We are not able to determine the exact reason causing the reported problem. The visual inspection of the complained devices shows several signs of hardly use. Deformations at the tip and the threads indicate strong contact between the plate/screw/bone, which may have caused the problem. No product fault could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6).